Event description:
It was reported that the patient presented to clinic for follow up. Upon interrogation it was noted that the right ventricular lead exhibited out of range defibrillation impedance. No changes or intervention was reported. The patient was in stable condition.